Manufacturer narrative:
Conclusion code updated to reflect evaluation.

Manufacturer narrative:
One cardiomems patient electronic system with pn (B)(4) and sn (B)(4) was received for evaluation. The reported event of "the rear of the unit flashed red [...] Began smoking and emitting a burning smell" was not reproducible and was unable to be confirmed. Electrical issues with the supplied power cord are suspected to have contributed to the reported event of unexpected unit shutdown. No visual evidence of smoking, burning, or explosion were noted. As received, the cmems unit passed all other diagnostic testing.

Event description:
After completing a reading, the electronic unit was removed from the patient's bed. Once it was set down, there was an explosive noise and the rear of the unit flashed red. The unit turned off, and began smoking and emitting a burning smell. The unit was replaced.